Event description:
It was reported that the account experienced sticking issues with the balloon material of endeavor sprint rapid exchange (rx) drug eluting coronary stent system (devices details unk) once the stent has been placed. No issues were reported in relation to stent deployment. No health hazard caused to the pt was reported as result of this issue. Account has reported that this issue was due to the non medtronic hydrophilic wire. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (root cause of the event cannot be determined), (guide wire). Conclusion: (root cause of the event cannot be determined).